Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the videos, photo, and 6 samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the samples showed silicon on the rubber stopper, which is used in the syringe process. A silicone content test was completed, and the samples were found to be within acceptance criteria of a max of 4.0 mg. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. A root cause could not be determined as the defect could not be replicated.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention.

Event description:
It was reported that bd syringe 5ml had liquid droplets in syringe. There seems too much liquid like oil on the rubber. Batch 4173401 and 4145482.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.